Event description:
Informed by product complaint of first use 'blood leak'. Dialyzer was not preprocessed but dry pack. The pt was reported to have lost 200 ml due to discard of the pt's extracorporeal circuit of blood. Further info has been requested to process this complaint. MDR filed due to blood loss reported. 9/2/98 message left at facility. 9/3/98 info rec'd from healthcare professional concerning this complaint. She reported that the pt remained stable and there were no adverse effects as a result of the reported leak. The actual sample had not been saved. Pt descripters given for MDR submission.